Event description:
It was reported the patient was developing pressure ulcers. This patient recently had a pressure injury that had just healed before being transferred to a different bed. The patient developed a stage 2 pressure injury that was treated with extra protein, zinc, and turning and repositioning. The facility did not allege a device malfunction.